Event description:
Initial placement of bilateral silicone implants in subglandular position was in 1975. Increasing hardness and firmness in breast over past year (1998). Increasing pain and discomfort compromising daily activities such as raising arms over head and playing tennis. Dx: baker's IV capsular contractures with irregularity and palpable rupture of right implant. In 1999, pt underwent bilateral capsulectomy. Placement of silicone implants in subpectoral position.